Manufacturer narrative:
(B)(4). Knife. The analysis found that the device was received with the knife jammed and with a cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and no anomalies were found on the handle. After further analysis of the tube the knife was noted to be jammed and nicked. In addition, a clip was noted lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Small bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a revision of an open gastric bypass procedure, the device was fired over the small bowel with a white cartridge. It fired completely but it would not open after firing. A second device was fired to cut the device off the tissue. Once removed, the device had formed all the staples. The area was over sewed. No patient impact.